Event description:
It was reported that that a patient presented remotely via merlin.net. Review of the transmission revealed myopotential oversensing resulting in pacing inhibition. No changes or intervention was reported. The patient condition was stable.